Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Additional device product code is hwc. (B)(4). The complaint device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during a variable angle (va) olecranon plating procedure on (B)(6) 2016, the unknown 2.7mm va locking screws would not lock into the proximal holes in the plate. These screws are vital to ensure adequate fixation of the olecranon fractures, and all proximal holes were unable to engage a screw. The surgeon also mentioned that metal shavings were coming off as the screws were being inserted. He was unsure if this metal was from the plate or the screw. The metal shavings were removed from the patient's wound. The surgeon used the cone drill guide to ensure he was drilling within the allowed angle. He did power the screws in, but it was at a very low and controlled speed. The surgeon opted to leave the unlocked locking screws in the plate. The surgeon felt that this may have an adverse outcome. The patient's postoperative outcome is unknown as yet; it is too early to tell. This report is 1 of 2 for (B)(4).